Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 10/28/2020. Additional information: d4, d10, h4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that, during an unknown surgery, the fixation tab was broken off when pulling the suture. An empty opened foil and a needle/suture combination of product code sxpp1a301, lot # plz267 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument were noted. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the fixation tab intact when the suture was placed in the patient? No further information is available. Did the barbs fail to engage in the tissue? No further information is available. Lot number? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the fixation tab was broken off when pulling the suture. The surgery was completed with another needle-suture with no problem. The lot number is unknown. There were no adverse patient consequences reported. Additional information was requested.